Event description:
It was reported that this electrode was eroding through the xiphoid incision. A revision procedure was performed. The electrode was pulled slightly deeper into the tissue and the incision site was repaired. No additional adverse patient effects were reported. This device remains in service.